Event description:
It was reported that the physician was unable to interrogate the device. It was then explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. With another battery attached device function was normal. No sources of high current were found. The original battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature battery depletion.